Event description:
A distributor in (B)(4) reported via fisher & paykel healthcare's (B)(4) office in (B)(4) that the base of an iw930afu cosycot infant warmer had broken. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The device was manufactured in 1998. Fisher & paykel healthcare has made a request for further info to assist in our analysis. We are awaiting a response. We will submit a follow-up report following receipt of the info required and completion of our analysis.